Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a low voltage fault. Boston scientific technical services (ts) was contacted and discussed replacing the device as soon as possible. Data was pulled from the device memory for review. No adverse patient effects were reported.

Manufacturer narrative:
Approximately three weeks later the device was explanted and replaced with another manufacturer's device. The device is scheduled to be returned for analysis. Upon receipt at boston scientific and completion from analysis, this report will be updated.

Event description:
The local field representative was contacted for additional information, however was unable to obtain it after several attempts of trying to contact the physician's nurse practioner. The field representative stated he had stressed the importance of needing to return the device for analysis, however was unaware of when the device would be replaced. He did confirm a follow up should additional information be obtained.

Manufacturer narrative:
The device memory was reviewed by a post market quality engineer. The low voltage fault was declared on (B)(6) 2012. No other faults or resets were stored within the device memory and therapy delivery was not affected. A longevity calculation confirmed longevity was in line with nominal values. However, the device hardware is not detecting the loss of battery energy, therefore the battery status indicators are not reflecting the depletion condition and are inaccurate; thus the reason for the fault. Using data from daily battery voltage measurements, engineers estimate the current use is steady with an additional current drain over the expected nominal value. To date, this behavior appears to be consistent over time, however may change unpredictably and the ability to deliver therapy may be compromised. Due to this anomaly, engineers recommend replacement of the device.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted body fluid contamination in the lead barrels. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.